Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer states that for the past month she has been noticing a fill estimate that is a lower than the amount initially loaded. This issue persisted even after she repeated the load sequence with cts. Reportedly, there was no impact to the customer's blood glucose level.